Event description:
Boston scientific received info that the right atrial lead exhibited loss of capture and had dislodged. The lead was explanted and a new lead was successfully implanted. No adverse pt effects were reported. (B)(4).